Manufacturer narrative:
Evaluation summary: upon evaluation of the device, the catheter was found to be cut into two pieces. A section of the catheter body was observed to be elongated by approximately 11cm. The elongated catheter body caused several bunched up kinks. The catheter balloon did not appear to have any damages or other abnormalities. The reported parachute-like shape of the balloon could not be confirmed. The balloon and lumen integrity could not be tested due to the catheter being cut into two pieces and overall blood occlusion of the lumens. The thickness of the balloon double wall was measured, and noted to be 0.09mm on side a and 0.06mm on side b. The ball tip of the core wire was found pulled out approximately 38.2cm proximal from the catheter tip. No other visual damage, contamination, or other abnormalities were found to the returned device. Further investigation to be done and reported on a supplemental when completed.

Event description:
Additional information received regarding this event indicated that there were no abnormalities noted upon preparation, placement, and positioning. The initial balloon inflation volume was 40ml, and after repositioning several times, the end volume was 50ml. Crystalloid cardioplegia was used, and was administered antegrade via the intra-aortic occlusion device. The surgeon also administers retrograde cardioplegia during the procedure. Upon the surgeon noting blood entering the operative field, the balloon was located at the beginning of the descending aorta, and was still visible on tee. Although the balloon pressure always drops gradually during the procedure, during this procedure, there was a sudden drop in pressure more than 30mmhg within a few seconds. Attempts were made to deflate the balloon for repositioning; however, they experienced difficulty in doing so. After completing the procedure under fibrillating heart, they were still unable to deflate the balloon. Prior to resorting to cutting the catheter, two (2) attempts were made to puncture the balloon with the needle used to suture the annulus.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation currently underway.

Event description:
As reported an intra-aortic occlusion device was not in good position and it was not possible to deflate the balloon during a robotic mitral valve repair case. The device was prepped and placed according to the IFU, and was connected to the pressure monitoring transducers and flushed. The stopcocks were opened to check the pressures. The cardioplegia and vent line were connected to the heart lung machine (hlm) and flushed. The balloon was inflated and positioned using transesophageal echo (tee). All pressures, including the root pressure, the balloon pressure and radial left and right pressures, were monitored. Initially, the balloon was occlusive at the start of the procedure. When the surgeon was ready to start to suture the ring, blood was observed entering the operative field, the heart started to fibrillate and the pressure dropped in the balloon. The surgeon thought he punctured the balloon; however, after checking the balloon on echo, the pressure and other data, the assessment was the balloon was not punctured. The decision was made to reposition the balloon and start again from the beginning. An attempt was made to deflate the balloon, but it was not possible to deflate the balloon as volume could not be aspirated from the balloon. The balloon at this time was noted on tee to be in the descending aorta. "Some of the pressures were dropped" and the balloon was blocking the branches in the aorta. Another attempt was made to deflate the balloon without success. The decision was made to reposition the balloon in the ascending aorta with the retrograde flow of the hlm. The balloon was able to be positioned in the ascending aorta, at which time it was decided to deflate the balloon by puncturing the balloon using tee guidance. Under a controlled situation, using a purse string suture on the aorta to control the bleeding (return of blood toward the aortic valve) when the balloon was punctured, the balloon was punctured but the balloon remained occlusive. It was not possible to pull back the device into the side arm of the cannula. At this point, the surgical staff contacted their edwards representative by phone for troubleshooting assistance. Troubleshooting guidance, to be performed under tee, was provided. The surgeon proceeded to repair the mitral valve with a fibrillating heart, but the problem with the device was not solved. They tried again to deflate the balloon without success. The balloon at this time was in the ascending aorta. They punctured the balloon two (2) times using tee but the balloon was still filled. Unable to check the volume removed from the balloon compared to the initial volume used to fill the balloon, the decision was made to cut the catheter at the hub area in order to ensure that all the volume was out of the balloon, however blood started to come out of the blue lumen instead of saline. The balloon and aortic root pressures weren't in the normal range. It was thought the shape of the balloon changed to a shape like a parachute and the balloon was occlusive although there was no more volume in the balloon as noted on tee. The catheter was still not able to be pulled back for removal. "It got blocked every time in descending aorta." The shape of the balloon was not round any more. It was more folded like a parachute. As the hlm was still pumping retrograde flow into the patient, they decided to stop the pump first to see if they could pull back the device. The device could be pulled back so the balloon was in the side arm of the femoral cannula allowing removal of both the femoral cannula and the intra-aortic occlusion device. The procedure was completed. Afterwards the device was checked. Clinical observation noted the following: the catheter was 15 cm longer than usual, circular damage was noted at approximately the 50 cm position, catheter shaft was stretched and very thin, several kinks were noted all overall catheter, lumens were compressed, and blood was in blue lumen of the balloon. The patient was doing well without apparent complications post-operatively. Device was returned.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Definitive root causes of the alleged complaint conditions were unable to be determined. No manufacturing defect was confirmed. The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed. Lot number: the customer provided a corrected lot number.